Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report a discordant, high advia centaur xp ca 19-9 result on a patient. Quality control (qc) results were within acceptable ranges when the incident occurred. The advia centaur xp/xpt ca 19-9 instruction for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The advia centaur xp/xpt ca 19-9 instructions for use (IFU) states the following in the limitations section: " warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens continues to investigate.

Event description:
A discordant, high advia centaur xp ca 19-9 result was obtained on a patient sample. The sample was repeated on the same advia centaur xp system, resulting high. The patient sample was tested on one alternate ca 19-9 test method, resulting lower. The lower ca 19-9 result agreed with the patient's clinical picture and was reported to the physician(s) as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant high advia centaur xp ca 19-9 results.

Manufacturer narrative:
The initial MDR 1219913-2021-00499 was filed on december 7, 2021. Additional information - december 9, 2021 an outside the united states customer had a sample from a patient with a digestive track disease that recovered 121 and 115 u/ml with advia centaur xp ca 19-9 kit lot 491 but recovered 4.62 u/ml with an alternate ca 19-9 assay. The customer was not able to provide a list of medications/supplements the patient was taking. There is no sample that can be sent to siemens healthineers for evaluation due to china customs issues. The expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) (10629843, revision h, 2019-011) indicates 3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 IFU: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assayspecific values to evaluate quality control results." The cause of the elevated results seen by the customer with this one sample when using advia centaur xp ca 19-9 kit lot 491 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.